Event description:
Device 1 of 2 reference MFR. Report: 1627487-2014-21434. It was reported the patient had not used/charged her scs system for several months. The patient discontinued using the system as it was not effective in addressing her pain relief. The sjm representative was unable to communicate with the ipg using multiple external devices. Surgical intervention will take place to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.